Manufacturer narrative:
Ortho-clinical diagnostics (ocd) could not perform testing because the product had already expired upon receipt of the complaint. Review of the batch records indicates this donor has been used in many surgiscreen products and has met acceptance criteria with at least two sources of anti-lua. There are no similar complaints against this lot of product.